Event description:
Procedure type: gynecology. According to the reporter: surgiwand ii diathermy tip melted the plastic sheath. End of plastic sheath fell off into the patient, that piece was removed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).